Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported by neurologist through a company rep that high lead impedance (dc dc 7) was encountered while a vns pt was at a f/u office visit. The pt's device was disable due to the high impedance and the pt was referred for x-rays. Replacement surgery is likely but at the moment, good faith attempts to obtain additional info have been unsuccessful to date.